Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a symptomatic low blood glucose episode while at work, requiring the user to sit, consume crackers, and then multiple foods until glucose rose, with an ilet alert indicating 53 and troubleshooting and education completed. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates without hospitalization. Investigation included customer interview and product-use troubleshooting. Investigation of this case revealed no device malfunction reported or confirmed and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.